Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A serial number for the incident unit was not provided therefore a device history record review could not be performed.

Event description:
The customer reported that during a hernia procedure they received first, second and third degree burns due to a spark produced by deflagration in the field causing a fire. The fire was immediately extinguished using saline solution. First, second and third degree burns on the left flank and outer side of the left thigh comprising a body surface area of approximately 10% were reported. After the burn and treatment with betadine gel and linitul the surgical team decided to continue the procedure. After the surgery the patient was informed that they will be moved that same day to hospital of getafe to be evaluated for plastic surgery. On (B)(6) 2014 the patient underwent surgery for tangential excision and auto skin graft coverage. Patient was discharged from the hospital on (B)(6) 2014.